Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 411 mg/dl. The customer declined the troubleshooting for high blood glucose. The customer also stated that the insulin pump did not turn on as the contacts of the battery cap came off and then it turned on again. The insulin pump will not be returned for the analysis.